Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with no tortuosity and no calcification, a 3.5x15 mm nc trek dilatation catheter was advanced and the balloon was inflated; however, the balloon ruptured at 6 atmospheres. Reportedly, the nc trek was soaked and air aspiration was performed outside of the patient anatomy prior to use. A new same size nc trek dilatation catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.